Event description:
It was reported that before use of the bd luer-lok¿ 1-ml syringe w/o needle the plastic packaging had a cloudy appearance. The following information was provided by the initial reporter: received in an unsaleable condition.

Manufacturer narrative:
Investigation summary: (B)(4). There was no cloudy bottom web observed on all samples from the unreported batches. No abnormality was observed on the sealing portion. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The production was running validated parameters. The possible root cause could be due to an incoming material issue. The team has engaged with the incoming quality department on this complaint and the supplier investigation has been issued to the perform an investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.